Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false upstream occlusion alarm and an under infusion. The delivery rate was set at 40ml/hour with volume to be infused of 20ml with a delivery of approximately 14ml. There was no patient involvement. No additional information is available

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion alarms which were verified through a review of the event history log by the presence of "upstream occlusion". Evaluation reproduced the reported symptom and found the cause to be a failed ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Additional information: the device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The of found during testing that it under infuses a 20ml test infusion by 3.5 to 7 ml was not verified. Should additional relevant information become available, a supplemental report will be submitted.